Event description:
It was reported that when priming the miniloc safety needle there is leakage. Leakage from the needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was one segment of digital video which depicted a 20ga x 1¿ miniloc safety infusion set. The depicted portion of the device included the needle and needle housing. The clear safety sleeve was in place over the needle. The device was being flushed. Clear infusate was visible emanating from both the top and bottom of the clear sleeve. Infusate was visible emanating from the top of the sleeve; however, it could not be determined if this was caused by a leak in the vicinity of the housing or backflow from the tip of the needle. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that when priming the miniloc safety needle there is leakage. Leakage from the needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.